Event description:
The customer reported to olympus, that the evis exera iii video system center displayed error code b40. The device problem was observed during preparation for an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus and evaluated. The reported b40 error code was not reproduced; however, the fallowing other faults were identified: (a) there was lint/dust accumulation on the video connector pins which required replacement, (b) the software was outdated, and (c) an image was not produced due to a faulty circuit board. The investigation is ongoing, supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was not selected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b40 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s possible the cause is related to a faulty printed circuit board. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.